Event description:
A system error (se) 2330 alarm was identified in the log of a returned homechoice device. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of system error (se) 1103 (heater plate failed). The return instrument test/evaluation (rite) functional test failed specifications for heater bag temperature failed. The reported issue was confirmed by review of the logs but not duplicated during pal evaluation. Power was cycled to device and a short therapy was run while being monitored in cycler remote toolbox 8.800 tempmon. Heater did not appear to be functioning, device was only showing ambient bag temperatures and not attempting to heat fluid. Resistance across heater pan coils was measured and found to not be within specifications. Resistance measures open, indicating a failure of the heater pan. The assignable cause of the reported issue and the rite functional test failures is determined to be a failed heater pan. Review of the device logs found an additional issue se 2330 which was determined to be a symptom of the reported issue, therefore related. The assignable cause for the se 2330 was undetermined. There was not enough objective evidence found during evaluation to make a determination. The heater pan will be scrapped during servicing.